Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states that the chair slows drastically when she is driving and then will resume normal speed, consumer states that this throw her forward a little bit. Consumer states that the chair will change speed, for example when she backs her chair, it change lower speed on itself.